Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0clu7, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports being in a car accident in (B)(6) 2018 and having back pain. In (B)(6) 2018, they check the lead and found it was broken so the patient had to get the system replaced. Patient said their "ins was depleted but working but [healthcare provider (hcp)] told them the ins was depleted". No further patient complications have been reported as a result of this event.